Manufacturer narrative:
B3: event date: this event occurred on july 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink system continu-flo solution sets did now allow any fluid to run past the chamber. The sets were able to fill the chamber with the spike, but fluid would not travel past that point. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: this lot was manufactured between 02/07/2025 - 02/08/2025. H11: the actual devices were discarded; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing along with priming were performed and no defects were observed. Functional flow testing was performed and volume measured to calculate drops per ml; the sets worked according to specifications. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.